Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent cannot be passed the wire guide when the physician used positioning sleeve to straighten the stent prior to the patient contact.

Event description:
A supplemental report is being submitted due to completion of the investigation on 6 dec 2024.

Manufacturer narrative:
Device evaluation: 01 x zebd-7-9 device of lot number c2095017 involved in this complaint was returned for evaluation, opened in the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Note: 03 attempts for additional information were made without success. Should new information come to light at a later date that may impact the investigation, this file will be reopened and adjusted accordingly. Laboratory evaluation: the device related to this complaint underwent a laboratory evaluation. Visual inspection: stent returned. Pigtail straightener and introducer not returned. Kinks observed on the 3rd and 5th portholes of tapered end pigtail curl. Functional inspection: 0.035 inch wire guide does not pass the kinks. Manufacturing records review: prior to distribution all zebd-7-9 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for did not reveal any discrepancies that could have contributed to this complaint issue. Based on the information to date, there are no manufacturing issues associated with lot c2095017. Historical data review: the review of relevant manufacturing records confirms the failure mode has previously occurred with this work order. Pr (B)(4) was raised for the same complaint issues, however, there were no manufacturing discrepancies observed with the lot. A definitive root cause of user error was identified related to the user failing to inspect the stent and wire guide for damage prior to use. Instructions for use /or label review: the instructions for use, (ifu0045) which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. As there is limited information provided, a root cause is difficult to ascertain. A possible root cause could be attributed to kinking when straightening the stent with the pigtail straightener. It is possible that during device preparation when the user was straightening the pigtail curl with the pigtail straightener, excessive force while straightening may have caused the kinks to form. The kinks would have led to the inability to advance the wire guide. Confirmation of complaint: the complaint is confirmed based on visual and/or functional inspection. Summary of investigation: failure identified: stent cannot pass wire guide. Confirmed quantity of 01 device prior to use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. As there is limited information provided, a root cause is difficult to ascertain. A possible root cause could be attributed to kinking when straightening the stent with the pigtail straightener. It is possible that during device preparation when the user was straightening the pigtail curl with the pigtail straightener, excessive force while straightening may have caused the kinks to form. The kinks would have led to the inability to advance the wire guide. Complaint is confirmed based on visual and/or functional inspection. According to the information reported, the patient did not experience any adverse effects due to this occurrence. This device did not make patient contact. Complaints of this nature will continue to be monitored for similar events.